Manufacturer narrative:
H3/h6: the system was serviced in the field and the rotor motion controller was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000444, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A0719 captures the crash, a110201 captures the system not initializing motion, a1102 captures the error message, and a13 captures the sporadic connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an issue discovered when attempting pre-installation of medtronic imaging system. There was a sporadic motion issue, when first booting up, the system would not initialize motion. The system was left for a while then successfully booted. After this, the system kept cycling through homing of the rotor controller. Once loaded after a short while, it would start initializing again. There was troubleshooting present. It was noted that all three motion controllers in "cmd" could be pinged. There was sporadic connection in the imaging system's motion service console. Once connected, they wouldn't get the verbose = 2 feedback. Eventually, this started to show and the system booted up normally for a short period. The rotor controller would error on the dmc terminal (error code = -1) and then would crash and close the imaging system's motion service console. It was noted there were multiple issues in the logs for the rotor controller. There were error or the timeout and unable to open was displayed. The log in logging interpreter could be viewed due to the error with the character. The probable cause noted was the rotor controller. There was no patient involvement.

Manufacturer narrative:
H3, h6: the rotor motion control box, lot number: r030824047 rev. F, was returned to the manufacturer for analysis. The component was installed into a test system. The system initialized. Motion, generator, communication and charging readied. Motion calibration passed. 2d and 3d images were successful. There were no failures found. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.